Event description:
No additional information

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382533 and lot number 4267885. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc leaked beyond the septum. The following information was provided by the initial reporter: the bc is not controlling blood flow and unable to infuse. Pt/clinician harm: no.